Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-724b-(B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after 21 minutes, 216,732 joules while using the surgical fiber during a prostate procedure, the fiber tip metal cap was broken during treatment. The physician reported that the patient did not suffer any damage caused by the breakage and the case was continued and finished using another surgical fiber. There was no injury was reported.